Manufacturer narrative:
Analysis confirmed the reported event; there was a deviation between the stylus and the cursor screen and stylus calibration did not solve the problem. The bezel assembly touchscreen was found out of calibration and needed to be replaced.

Event description:
It was reported the stylus pen and cursor did not align on the screen; stylus calibration did not resolve the problem. The programmer was returned for service. No patient complications have been reported as a result of this event.